Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to grasp appears to be related to procedural condition and the reported device damaged by anther device (caused damage) appears to be related to user technique during grasping. The reported poor image resolution was due to imaging was challenging. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.na

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, bi-leaflet prolapse, and pre-existing chordal rupture. It was noted imaging was challenging throughout the procedure. Three clips were inserted and successfully implanted. To further reduce mr, a fourth ntw clip (30118r1058) was inserted. However, while grasping with the fourth clip, it interacted with the second implanted xtw clip (31003a1020). The second implanted clip dislodged and detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted a new chordal rupture was observed. The fourth clip was unable to grasp the leaflets. Therefore, the clip was removed from the anatomy, and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.